Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was leaking. It appears the fluid leaks around and out of the sides the blue valve. This was occurred before patient use. No patient involvement. No further information was provided.

Manufacturer narrative:
The event occurred on (B)(6), 2019. Previously reported as (B)(6), 2019. Upon clarification from customer, there are two (2) affected units. This was previously reported as one (1). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that there was a crack in the blue cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.